Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an occlusion alarm. Pump system check was performed with the current supplies and showed that the occlusion appeared to be within the cartridge. In addition, the customer reported receiving an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 70 units all day. During the call, the customer reported insulin gauge decreased to 55 units. The customer changed the supplies on the pump, and reported received an accurate fill estimate after loading a new cartridge onto the pump. The customer's blood glucose level was 197 mg/dl.